Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported the occurrence of a misidentification of staphylococcus haemolyticus as staphylococcus aureus in association with the vitek® 2 gp identification test kit (card). No lab reports or isolate were submitted for evaluation; it is not possible to confirm the reported misidentification. Evaluation of manufacturing batch records indicated gp ID lot# 2420161103 met final qc release criteria. There were no issues on the initial qc performance testing. No ncmr was written against this lot. Ncmrs were reviewed for the last 13 months; no ncmrs were written for gp. As no lab reports or isolate were submitted for evaluation, no further investigation is possible. There is no evidence to suggest the vitek® 2 gp ID card is performing outside of expectations.

Event description:
A customer in united states notified biomérieux of discrepant results associated with vitek® 2 gp test kit. The customer reported that vitek® 2 result reported as staph aureus 86% and maldi reported staph haemolyticus. An internal biomérieux investigation will be initiated.